Manufacturer narrative:
No conclusion code available. The reported inappropriate therapy delivery and backup vvi were confirmed in the laboratory via review of the device image. The backup vvi was due to excessive hv charging due to noise. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after receiving multiple inappropriate shocks. Upon interrogation, the device was found to be in backup vvi mode. The device was explanted and replaced. Patient condition was stable.